Event description:
A customer reported that a print out was generated for one patient with another patient's results. Mismatched results lead to inappropriate action; therefore the likelihood of an adverse patient outcome is not remote. There was no report of patient harm as a result of this event.